Event description:
It was reported that the rn was trying to assist in restarting the heparin drip. When assessing heparin drip rate, the rn stated it was started at "1500", stating the patient was maxed out and even if she decreased it by "3" like the protocol states, the patient would still maxed out. It was then mentioned that the nurse was attempting to explain to the primary nurse what the heparin drip should have been initiated at. The primary nurse stated that the drip was started at the correct dose but unable to state what the drip was started at including units of measure. When the nurse was attempting to assess IV pump to inquire on rate, pump was turned off and unavailable to pull previous rate. The event occurred at the emergency department. Per report that was received, "medication - wrong dose" was noted. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the rn was trying to assist in restarting the heparin drip. When assessing heparin drip rate, the rn stated it was started at "1500", stating the patient was maxed out and even if she decreased it by "3" like the protocol states, the patient would still maxed out. It was then mentioned that the nurse was attempting to explain to the primary nurse what the heparin drip should have been initiated at. The primary nurse stated that the drip was started at the correct dose but unable to state what the drip was started at including units of measure. When the nurse was attempting to assess IV pump to inquire on rate, pump was turned off and unavailable to pull previous rate. The event occurred at the emergency department. Per report that was received, "medication - wrong dose" was noted. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.